Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit failed the system leak test (pvt test 2). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 01oct2019. Date of report: 02oct2019. The customer troubleshot with technical support and identified that the test fitting was missing the seal grommet. Technical support advised the customer to install a new test fitting. The customer reported that installing a new test fitting resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.